Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 and (B)(6) 2019 with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage plus applicator. In late 2019, following the second treatment, the treated areas became firm with visible enlargement, and darkening of the skin. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 and (B)(6) 2019 with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage plus applicator. In late 2019, following the second treatment, the treated areas became firm with visible enlargement, and darkening of the skin. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen.